Event description:
It was reported that there were suspicions this pacemaker exhibited premature battery depletion (pbd). Additionally, the device displayed a code. The device was explanted and replaced as a result. The device is expected to be returned for analysis. No additional adverse patient effects were reported.